Event description:
Country of complaint: (B)(6). Complaint description: thread sintered.

Manufacturer narrative:
Us agent notification received: (B)(6)2014. Complaint description: thread sintered. Samples received: 1 piece of claimed material. No further patient information and/or surgery delay information was provided at the time of this report. Corrective/preventive actions: not applicable.